Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l56461, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from medical records at a medical center regarding a patient with an implanted morphine pump. Indication for use was noted as non-malignant pain and other non-malignant pain. It was reported that the patient had their pump turned off (they were still investigating the date it took place, the physician who turned it off, the hospital it was done at and the status of the catheter). It was reported that the pump was removed on (B)(6) 2005 due to "failure of the pump secondary to battery exhaust." It also stated that the tip of the catheter was secured with a hemostat and cut. It was stated that sutures were applied and the third ligature was applied by doubling back the tube to secure any leak. After that hemostatis was obtained in the wound and the wound was copiously irrigated with normal saline. After ensuring complete homeostasis a jackson-pratt was introduced into the superior part of the wound with sutures isolating it from the main wound cavity". The plan was for the patient to return for follow up in the pain clinic where their progress would be monitored. Instructions for wound care were given to the family. The patient was given lortab for pain. There were no complication from the procedure. A sterile dressing was applied to the wound and would be left in until the patient's visit to the pain clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.